Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had a fall and the lead was dislodged. Boston scientific technical services (ts) noted that repositioning was tried but physician felt that there might be tissue on helix. Additional information indicated that the threshold and r-waves were higher. Dislodgement was confirmed on fluoroscopy. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.